Manufacturer narrative:
(B)(6). (B)(4). Field service specialist (fss) confirmed that the system was in service login mode when the event occurred which allows the user to create a free flap. All pertinent information available to abbott medical optics has been submitted.

Event description:
The customer complained that the ifs performed a free cap flap.

Manufacturer narrative:
Device evaluation: a review of the records related to this equipment shows no failure detected. A document labeling, trending and risk documentation reviews for this equipment were performed. Equipment labeling provides possible complications that can be caused by the surgical/treatment procedure being performed. The trend review shows that there is not a recognizable adverse trend. There was no product deficiency identified. Technical service dispatched field service engineer (fse) for site visit. Fse confirmed the reported complaint since the system was in service log in mode and a 0 degrees for hinge as standard. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
The following information was known at the time of the submission of the initial report however was inadvertently not included: the surgeon noticed the issue and managed the situation, not opening the free flap.